Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to the articular surface post fracturing.

Manufacturer narrative:
Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Review of primary operative notes confirms the patient underwent a right total knee arthroplasty due to degenerative joint disease. Trial components revealed excellent range of motion, stability, and patellar tracking. Final components were cemented into place and placed in full extension for cement to cure. The components appear to be implanted at the correct orientation and fit as per the surgical technique and review of primary operative notes does not indicate root cause. Office visit notes dated (B)(6) 2015 states that patient felt a "pop" at which he developed instability. Physical examination reported that the patient had range of motion from -3 to 110 degrees with definite flexion laxity. It was also reported that the post appears to be palpable with posterior drawer. X-rays taken at this time were reported to show satisfactory alignment and fixation of the components. Review of revision operative notes confirms patient underwent a revision right total knee arthroplasty due to an unstable knee. The post was found to have fractured and was located at the base. The patient was increased from a 10mm articular surface to a 17mm to provide optimal restoration of stability and motion. A partial lateral release was also performed at this time. A definitive root cause cannot be determined with the information provided.